Event description:
It was reported that this female patient had the PICC line inserted on her right side (B)(6) 2013 and was receiving chemotherapy at home. The patient stated that while she was showering, in her home on (B)(6) 2014, the PICC line "broke." She returned to (B)(6) to have the catheter removed for a second PICC insertion (B)(6) 2014. There were no reported additional complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4).